Manufacturer narrative:
Review of instrument images: crrs I and ii lot x328. (B)(6). A service call was made. Replaced all of the system pbs supply bottles and tubing, all syringes and valves, all probes, and installed debubbler unit. Tested sample and received the expected results. The system is operating according to specifications.

Event description:
Customer reported an unexpected negative result when testing patient sample with the capture-r ready screen (crrs) I and ii on the galileo instrument. The patient has a history of anti-fya.